Event description:
It is reported that the customer changed infusion set and during the prime process she received an a33 alarm. Customer stated the insulin is squirting out during the manual prime process. Customer stated the rewind message occurred after the alarm alerted. The drive support cap is protruded customer said. The blood glucose reading was 142mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked display window corners, broken belt clip slot and broken reservoir tube lip.